Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility in japan reported an 86-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. During the support a thrombus was discovered in the patient's left atrium that had adhered to the inlet of the impella affecting the flows. ECMO was added. The field team was made aware that the patient's cardiac function was improving, however, after the removal of the impella 5.5 and ECMO, the patient had a cerebral infarction and expired. The cause of death was determined to be cerebral infraction. The relationship to the impella and the cause of death is unknown, but cannot be denied. The patient was heparin free for two days after the impella insertion that potentially led to the thrombus and cerebral infarction.

Manufacturer narrative:
The investigation into the thrombus and the stroke/cva has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus and the stroke/cva was not determined.